Event description:
Patient's family noticed blood pooling on the floor during pre-op in out patient surgery and alerted the nurse. The nurse observed the manifold disconnected from the patients IV tubing which allowed blood to start bleeding out. Tubing was quickly replaced and no patient injury was reported. Nurse noted connection were tightened during tubing set up. Manufacturer response for anesthesia IV tubing set, b. Braun (per site reporter): the sales rep reviewed another set with a manifold and noted the threaded cap on the end of the manifold didn't turn which could make the tightening process difficult to complete. B.braun opened an investigation, however, there isn't a sample available to return. The tubing was discarded due to it being partially filled with blood.